Manufacturer narrative:
The device has been returned to animas. An evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged the pump had an inaccurate delivery issue. The patient had a blood glucose of 823 mg/dl and was treated with IV fluids and insulin via pump. Patient discontinued pump use. During troubleshooting it was found that the basal history did not match the active basal programming. This complaint is reported as the patient experienced hyperglycemia and the discrepancy was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings:.#1. Review of the pumps basal change history shows temp basal programs being run on (B)(6). Unexplained loss of prime occurred on (B)(6) 2017 08:40; deliveries never resumed. The pump was manually suspended and manually resumed multiple times. A replace cartridge alarm was recorded at (B)(6) 2017; deliveries resumed at 10:12.. The pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and tdd showed 48.0 u. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).